Manufacturer narrative:
H10: the philips service engineer reported that the issue was not duplicated while performing a test run. It was then noted that a "check vent: machine pressure sensor auto zero failed" (diagnostic code: 1109) was confirmed in the event log, and the solenoid valves 2 and 4 were replaced.

Manufacturer narrative:
The suspected solenoid valves were returned to philips for failure investigation. The technician documented the following conclusion/root cause: the reported issue could not be duplicated at the product investigation lab (pil). Both solenoids that were placed in their respected positions of location 2 and 4 of the test gas delivery system (gds) operate at the pil without issue or error code and pass all testing in test 4 (pressure accuracy testing) of the service manual. No problem found.

Manufacturer narrative:
E1: reporter phone number - (B)(6).

Event description:
Philips received a complaint from the sales representative, reporting that the v60 ventilator displayed a check vent alarm (yellow). There was no patient involvement when the issue occurred. No patient or user harm reported. The service engineer (se) reported that a "check vent: machine pressure sensor auto-zero failed" (diagnostic code 1109) was confirmed in the event log. The se then reported that the solenoid valves (B)(4) pieces were determined to be faulty and need to be replaced.